Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 3594941 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t; 3599394 200-02-32 - three peg patella 32mm.

Event description:
As reported, approximately 8 years and 6 months post the initial right total knee arthroplasty, the patient complained of pain and was revised due to a loose femur and poly wear/failure of the recalled insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
The revision reported may have been the result of femoral loosening and prosthesis wear. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. H6: corrected health effect and investigation clinical codes.